Manufacturer narrative:
Gore determined that this medwatch report MFR# 2017233-2021-02000 is a duplicate of MFR# 2017233-2021-02001 as both reports hold identical information. It has therefore been determined that MFR# 2017233-2021-02000 be retracted. Gore has attempted to contact the corresponding author multiple times over an extended period of time to obtain additional information. As no additional information has been received to this day, this event will be processed and closed with the information provided. A serial number for the gore® medical device involved in this event could not be obtained. Therefore, a review of the manufacturing records was not performed.

Manufacturer narrative:
Please note: implant date (B)(6) 2007 has been provided as date of best estimate and will be revised when gore receives additional information on this incident. Associated MFR numbers associated with this literature article: 2017233-2021-01995, 2017233-2021-01997, 2017233-2021-01998, 2017233-2021-01999.

Event description:
The following article was reviewed: bahaa nasr et al. " thoracic stent-graft migration: the role of the geometric modifications of the stent-graft at 3 years", ann vasc surg 2019; 58: pp16 -23 https://doi.org/10.1016/j.avsg.2018.10.024. Manuscript received: july 15, 2018; manuscript accepted: october 10, 2018; published online: 24 january 2019 provided patient medical histories: asa score 2 - 4, dyslipidemia, hypertension, diabetes mellitus, chronic obstructive pulmonary disease, chronic renal failure. From january 2007 to june 2013, thirty male patients with a median age of 68.5 years underwent thoracic endovascular aortic repair (tevar). The primary aim in this single-center trial was to describe aortic stent graft curvature changes in the proximal attachment zone over a period of 3 years following thoracic stent graft implantation and to identify its impact on stent migration. Secondary outcomes included endoleak and stent fracture. There were 19 atheromatous aneurysms, 8 post-dissection aneurysms, and 3 posttraumatic aneurysms treated in zone 1 in two patients, in zone 2 in seven patients, and in zone 3 in 21 patients. A total of 49 stent grafts were used with one to three stent grafts per patient. It was reported that 15 gore® tag® thoracic endoprostheses and 10 conformable gore® tag® thoracic endoprostheses were also used in the study. The data were retrospectively reviewed and it was found that curvature increase appears to indicate a geometrical change and may serve as a predictor of stent graft migration. Geometrical changes should therefore be included in stent graft monitoring to prevent migration or type 1 endoleak. The article states that in seven patients caudal stent graft migration with movement >10 mm was found. Among these, one patient was diagnosed with a type iii endoleak. It is assumed that a gore® tag® thoracic endoprosthesis was implanted. It remains unknown if a gore device has contributed to the reported incidents.